Manufacturer narrative:
The reported event was confirmed. Evaluation of the autopulse platform (sn (B)(4)) during initial power up, revealed a system error, out of service, revert to manual CPR message on the display screen. The archive data was reviewed and contained multiple system error 132 (internal watchdog timeout) error messages. It was indicated that the processor board was defective and a replacement was necessitated to remedy the issue. Additionally, multiple user advisory (ua) 41 (patient temperature sensor failure) error messages were also observed in the archive data. As part of routine service during testing, the device was examined and found physical damage on the front enclosure and the battery cable. The autopulse platform is a reusable device and was manufactured on 07 jan 2003. It has exceeded its expected service life of 5 years. The device is 15 years old with no record of regular preventive maintenance. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. After replacement of the processor board and the physically damaged parts, the platform was functionally tested. It powered on and successfully performed compressions for 15 minutes without the system error message, ua 41 error message or any other faults. As a precautionary measure to prevent the reoccurrence of the ua 41 error message, the temperature sensor cabling was replaced. The device was further tested to full specification and passed all final specifications. The storage and shift check conditions are not known. However, factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua 41 error messages in rare cases. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During routine check, the autopulse platform (sn (B)(4)) displayed a system error, out of service, revert to manual CPR message. No patient involvement.